Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: entering cardiac output: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: troubleshooting the purge system : ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message: could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings and cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that an implanted impella cp pump stopped unexpectedly during patient support. The nursing team was able to restart the pump at a lower level until a replacement pump could be implanted later that day. There was no patient harm resulting from the noted failure.

Manufacturer narrative:
The investigation for the temporary pump stop has been completed. The pump was not returned. Data logs showed high motor current (mc) pump stop alarm on the last day of support. There was a mc spike with an increase in purge pressure and drop in purge flow but no purge alarms were triggered. The pump was able to be restarted at p-2 and the purge also was returned to normal. The pump continued to run with no other issues for two hours before explant. The root cause of the temporary pump stop was most likely biomaterial. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23068 was submitted.